Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. (B)(4).

Event description:
A surgeon reported that two-four weeks after an intraocular lens (iol) implant surgery. It was observed a proliferation of cells (fibrin like formation) on the anterior surface of the iol. The cells proliferation was observed throughout the 360 degrees of the iol, continuous to the capsulorrhexis edge growing towards the center of the iol. No intraocular inflammation was observed. An unplanned yag laser treatment was performed because the cells proliferation was getting worse and was moving towards the center of the iol. The cells proliferation did not cause a reduction of best corrected visual acuity (bcva) of the patient. However, the surgeon felt that if the spread of the cells continued, the vision could have been affected. The same type of iol model was implanted in the fellow eye 9 months ago and no problem has been observed yet.